Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and electronic assembly during visual inspection. P-cap or reservoir locked properly in place. Device received with cracked belt clip rail case corner. Device received with the new style all black retainer still attached to the pump. No damage to the reservoir tube lip or retainer noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer went to shower with insulin pump and it had open book image on screen. The customer reported that retainer ring of insulin pump was cracked and reservoir was not able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.